Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced an infection which occurred after 2012. The patient came to them from another medical center. The patient was implanted by another surgeon outside their system. The patient got an infection, so the doctor removed the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.